Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On the same day the wearable was inserted, the sensor wire was reportedly missing. No symptoms and no diagnostic testing were reported, but on (B)(6) 2025, the patient had a surgical intervention in which the sensor was successfully removed. The patient received stitches, but no further medication was prescribed. The patient left the hospital on the same day. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). H2 additional information. H6 type of investigation - additional.

Event description:
Subsequent to the initial MDR, additional information is required.